Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, the lens was loaded into the injector, but once the surgeon went to inject the lens, it had a tear. The lens was removed from the patient's eye, a new lens was inserted with a new lens inserter, and the procedure was completed. Additional information has been requested.